Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, staple line was incomplete distally - only two staples were fired. Another reload was used to resolve the issue in order to complete the case. There was no patient injury.